Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as improper operation. The patient was hospitalized for 10 to 20 days due to peritonitis and was treated with intravenous infusion of ceftazidime and vancomycin for the event. At the time of this report, the patient was recovering from the event. Pd therapy was continued during treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.